Event description:
The account alleged that the functions on the bed are not working. No patient injured.

Manufacturer narrative:
The account found the network harness was damaged and bare wires are showing. The account replaced the network cable to resolve the issue.